Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer a drawer was failed, off the sliding track and unable to close/access drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was failed. A field service engineer (fse) identified that the auxiliary 2 drawer 5 rails required to be replaced. The fse replaced the damaged slides for the full height drawer 3, 5, 6 and 7 and tested in diagnostics to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.